Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 180-181 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.